Manufacturer narrative:
Stryker evaluated the device and was able to confirm the reported issue through review of the device logs. The log showed repeated instances of "lid switch opened" which is an indication of a faulty lid switch sw5. The faulty switch sw5 was determined to be the root cause of the reported issue.the customer received a replacement device and this device was scrapped.

Event description:
The customer contacted stryker to report that their device did not power on as expected when the lid was opened. This issue has the potential to delay or prevent defibrillation from being delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not power on as expected when the lid was opened. This issue has the potential to delay or prevent defibrillation from being delivered. There was no patient involvement reported with the event.